Event description:
While performing onsite service for the device, it was discovered by the authorized field service engineer (fse) that the power pca for the unit was damaged. The device was not in use on a patient.